Event description:
It was reported that at the implant procedure the right ventricular (rv) lead helix had a slight angle to it during activation. All testing parameters were within normal limits so it was left implanted. It was further report that the next day the patient had a cardiac effusion and tamponade due to a possible rv lead micro-perforation. The rv lead was repositioned and a pericardiocentesis was performed removing 450 ml of blood. The patient continued to complain of pain so the right atrial (ra) lead was repositioned as well. Both leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 5076-52 implantable pacing lead, implanted: (B)(6) 2013; product ID addrl1 implantable pulse generator (ipg), implanted: (B)(6) 2013. (B)(4).